Event description:
(B)(4) per (B)(6), the pivot assembly on rear of arm tube which holds the upper section of arm pad on chair does not engage to lock it in place.

Manufacturer narrative:
(B)(4): no RMA has been initiated for this issue. Malfunction has not been confirmed.